Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Per documentation, the patient reported using a tandem t:slim insulin pump in a modified closed-loop configuration, stating that the cgm screen was active and the pump would suspend insulin delivery at 400 mg/dl. On (B)(6) 2025 the patient performed a fingerstick glucose check and recorded a value of 590 mg/dl. At that time, she was experiencing symptoms including vomiting, chills, nausea, and a general feeling of worsening illness. She continued administering insulin but was unable to recall the specific doses. Concerned about her condition, the patient¿s son called 911. Upon arrival, emergency responders noted the pump was still displaying 400 mg/dl, and a fingerstick reading showed glucose levels over 600 mg/dl. No medication or treatment was administered by the responders, and the patient was transported to the hospital. Upon arrival at the hospital, the patient was advised to turn off the pump, and no estimated glucose value (egv) was available. Her blood glucose remained above 600 mg/dl, and she continued to experience vomiting and eventually lost consciousness. A diagnosis of diabetic ketoacidosis (dka) was confirmed through medical assessment. The patient was hospitalized for three days and received treatment including insulin therapy (lantus and humalog). She was discharged with follow-up care arranged through outpatient endocrinology. At the time of the report, the patient continued to experience fatigue and headaches. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.